Event description:
In the first annual report submitted on 6/30/95, data from 52 children were submitted. Since that time, three children have withdrawn from the study for various reasons. Cranial nerve data on 42 subjects was submitted on 3/7/96. At that time cranial nerve evaluations were not available for seven children from one clinical site. Since that time, a minimum of one cranial nerve evaluation has been reported for all 49 subjects currently enrolled. In the 3/96 report, eleven children obtained a rating other than 5 (normal power, function or symmetry) on some test measure. Subsequent evaluations have been performed on five of these children with all of the assessed measures receiving a rating of 5. In addition, all other cranial nerve data received since march indicates normal cranial nerve function.